Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4) . This particular complaint cannot be confirmed for valve misalignment because the transfer set was not returned and the software logs were not retrieved or provided at the time the event occurred. As a result, no conclusions can be derived or provided. It is known that if the transfer set is removed after the leak check test has been performed, macro valve #1 will be slightly skewed as this occurs so the user can remove the transfer set if need be. Review of the discrepancy management system (dsms) database performed for the reported transfer set lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: customer reported the leak check failed multiple times using 2 (two) transfer sets. Upon inspection of the transfer sets it was noticed that the line 1 valve was skewed on both transfer sets. No patient involvement. The user replaced the transfer set with no further issues.